Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that when attempting to remove the peel away, the wing snapped off. As a result, the user "managed to remove the remaining sheath using a scissors to grab the wing on the dilator to peel it away". There was no reported delay, death, or complications to the patient as a result of this occurrence.